Event description:
A customer contacted baxter's technical service center to request a swap of the homechoice (hc) machine. The home pt (hp) feels the hc machine is putting too much solution in them in each fill cycle. At the time of the call, the hp was not using the machine and did not wish to troubleshoot or review therapy info on the machine. The hp advised that she already talked to her nurse and they agreed on a swap. The hp did not feel comfortable using the current hc machine. The hp's peritoneal dialysis (pd) nurse provided add'l info. This hp was hospitalized for three days in 2007 for fluid overload due to not completing therapy five days earlier. The fluid overload (hypervolemia) was treated with hemodialysis to remove excess fluid from the pt's bloodstream. The pt is now doing well with pd therapy. The nurse stated, this pt was new to pd therapy at the time the fluid overload occurred and she did not have any info to indicate that the homechoice machine caused or contributed to this incident. There are no lasting effects from the hospitalization, according to the nurse.

Manufacturer narrative:
Home choice was evaluated in the product analysis laboratory. No failure or malfunction was identified that could have caused or contributed to the reported symptoms. The machine passed volumetric accuracy testing. The most probable cause of the pt claiming the homechoice machine was "putting too much solution in them" was determined to be the missed therapy that caused the pt to retain too much of their own fluid (fluid overload/hypervolemia). The homechoice machine will be refurbished.